Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(6). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: united kingdom.

Event description:
It was reported that during surgery, the handpieces of the unit sound odd when in use causing it to rattle. It was confirmed that the device did not cut properly, the taken graft was damaged and an additional graft was taken. No further patient impact was noted and there was a delay of 20 min. Another product was used to complete the surgery. Due diligence is in progress.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under: (B)(4). Following sections were updated or corrected: b4, b5, d4, g3, g6, h2, h3, h4, h6 and h11. Review of the most recent repair record determined the control bar was not in the correct position and the machined head was damaged. The reciprocating arm, machined head, spring pin were replaced, and the device was recalibrated and resolved the reported issue. The unit was manufactured in 2021 and has not since been returned for annual preventative maintenance. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported event is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
There was no additional information associated with this malfunction.